Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was discarded. The customer's reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zct525 +15.5 diopter tecnis toric iol (intraocular lens) was implanted in patient's right eye (od) on (B)(6) 2018. Reportedly, one day post-op the patient presented decreased vision due to a flipped axis with a 1 diopter astigmatism of over correction. The account commented that the zct525 did not rotate post-implantation, it was on axis. The patient pre-existing condition of posterior corneal astigmatism with high degree of wtr (with-the-rule) astigmatism caused flipping of the axis. The over correction was one (1) diopter more than predicted with a flipped axis. The lens was explanted on (B)(6) 2018 and replaced with a zct375 +15.5 diopter. There was also a slight incision enlargement, about 0.2 mm, during the replacement. No vitrectomy was performed and no suture was used. The patient was reported doing fine when discharged. The explanted lens was discarded at the surgery center. Patient's visual acuity pre-operative: 20/40. Patient's visual acuity post-op (initial implant): 20/40- patient reportedly had blurred vision. Patient's visual acuity post-op (iol replacement): 20/30. No additional information was provided.